Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. During troubleshooting, a new cartridge was loaded and the pump performed as intended. A new infusion set was connected to the new cartridge and insulin deliveries were resumed. Blood glucose level was 180 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.